Event description:
The customer received questionable creatinine jaffé gen.2 results on their integra 800 analyzer. All samples were run in the primary tubes. The customer provided data for three patients with discrepant results reported outside the laboratory. The first patient had an initial creatinine result of 595 umol/l accompanied by a data flag. The first repeat result was 69 umol/l. The second repeat result was 60 umol/l and was issued as a corrected report. The second patient, a female (B)(6), had an initial creatinine result of 100 umol/l. The repeat result was 76 umol/l and issued as a corrected report. On (B)(6) 2011, the third patient, a male (B)(6), had an initial creatinine result of 153 umol/l accompanied by a data flag. First repeat result was 104 umol/l. The second repeat result was 101 umol/l was reported outside the laboratory. It is unknown if the patients were adversely affected by this event. The creatinine reagent lot number was 646510 and the expiration date was 03/31/2013.

Manufacturer narrative:
After investigation of the event log file, some mechanical problems could be identified in the preparation phase prior to the analysis of the patient samples. These could have had an impact on the elevated results. The reaction kinetics are no longer available since all raw data had been cleared from the instrument before the event was reported. A specific root cause could not be determined with the information provided for investigation. No medication or treatment was administered based on the discrepant results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(4).